Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the distal end and corrosion at the ultrasonic transducer. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the corrosion. Based on the results of the investigation, it is likely the following led to the malfunctions known inherent risk of device. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in sif-q260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in sif-q260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in the distal end and corrosion at the ultrasonic transducer. There was no patient involvement.